Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection showed damage to the ligator housing teeth, overlapped bands, and one damaged band. It was also observed that the slack was not taken up and there was no evidence that the loop of the trip wire had been secured to the post on the handle. No additional abnormalities were identified during the evaluation of the returned components. The reported event of bands failure to deploy was confirmed based on the available evidence. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. The labeling review indicated that the device was used in a manner inconsistent with the instructions for use, which specify taking up slack by pulling the proximal end of the trip wire and securing it in the handle slot. Failure to follow these steps can impair proper interaction between the trip wire and the handle mechanism and interfere with band deployment once the ligator housing is installed on the endoscope. The damaged teeth suggest that excessive force may have been applied or that insertion technique contributed to the damage, and the overlapped bands indicate that procedural or handling factors may have influenced band positioning prior to deployment. Considering the combined findings, including incorrect device setup and mechanical deformation observed during analysis, a device related cause cannot be supported. Therefore, the most probable root cause for this event is classified as failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.